Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. During part analysis, the reported failure could not be confirmed as no issue was found. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after the cranial active frame and probe were inserted in the s7, the log out page appeared. This issue occurred multiple times. The system was restarted which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.